Event description:
It was reported to boston scientific corp that during an anterior apical pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the capio carrier got stuck in the throwing position and would not retract back into the head of the capio. This occurred when the physician was cleaning it outside the body after throwing the suture through the arcus tendinous. The case was completed with another capio device, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.